Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon surgery, the clamp was damaged after 4 uses. The white pad came off and fell into the patient. This part was retrieved. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r93r2r. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.